Event description:
A malfunction on the pump was reported by the caller. There was no reported impact to the customer's blood glucose level. Technical support assisted the caller by providing information to reset the pump, and after the reset, the same malfunction did not recur, allowing the customer to continue using the pump.